Manufacturer narrative:
Evaluation performed on the returned polymer (I/a) irrigation/aspiration tip was found to have twisted ribs and damaged tip flange. This type of damage to the product could only occur during installation and removal from the handpiece with excessive force applied that subsequently deformed the ribs. Unable to determine how or when the tip became damaged, as it can be damaged by different causes, but also including the installation and removal with the tip wrench. The tip damage (sharp burr) has potential to cause injury if touched to the capsular bag. One lot number was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. The first root cause of the reported event was a damaged component (hub). Investigation results indicate the I/a tip had been used as evidenced by the twisted ribs on the hub. The second root cause was a damaged tip with a sharp burr. Unable to determine how or when the tip became damaged. All polymer I/a tips are 100% inspected by trained operators during manufacturing. Any nonconformance detected (such as damaged tip) would have been removed from the lot. Furthermore, the manufacturer does not install these tips onto a handpiece; they are shipped with the tip wrench ready to be installed on the handpiece which occurs at the surgery suite by the customer. (B)(4).

Event description:
A customer reported that there was a defect on the rim of a tip. The defect was noted when the product was opened; there was no patient involved.